Event description:
Increase in the occurrence of bleeding and tiny bruises at the venipuncture site (one of every 3) whole blood donors. Bruising was said to have occurred with the conversion from another MFR.